Event description:
It was reported that an incident occurred with the apcapplicator during a laparoscopic cholecystectomy that was converted to an open procedure. The accessory was used with an erbe argon plasma coagulator (model apc 2, part number 10134-000, serial number (B)(6)/electrosurgical unit (model vio 300 d, part number 10140-100, serial number (B)(6) system. No information was provided regarding any other equipment or accessory used, nor the settings employed during the procedure. After a very long continuous activation (approximately 15 to 20 seconds), a flame formed at the tip of the applicator during superficial cauterization upon removing the gallbladder at the liver bed. There was no injury to the patient.

Manufacturer narrative:
The apc/esu system as well as the apcapplicator were returned and thoroughly inspected/tested. The findings were as follows: apc/esu system a technical safety check was performed on the apc and esu. This included an electrical safety check, a functional check of each of the equipment's features, a power output check, etc. All features were/are functioning properly within specifications for each of the devices. Analysis of the chronological data recorded by the system revealed only a few non-critical error messages. The settings and modes used had already been deleted from the memory during the rolling data recording process. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Apcapplicator (applicator) an examination of the accessory revealed severe burn marks at the distal end, which must have been caused by high thermal stress. The ceramic at the distal end was no longer present. The shaft had been burned away, and approximately 5 mm of the needle electrode was missing. The instrument nevertheless still was recognized by the system and was correctly programmed. Despite the severe damage, both the electrical and argon plasma functions were still operational. The report of a flame occurring at the distal end could not be reproduced when performing multiple activations at high settings and maximum activation time. No material or manufacturing defect is apparent. Based upon the information provided and the evaluation, most likely the ceramic "glowed" due to excessive thermal stress. The apcapplicator notes on use warns against long activations and repeated activations without sufficient cooling. No trends have been identified and erbe USA, inc. Is now closing the file on this event.